Event description:
It was reported that during a visceral procedure, there were difficulties to open the device. When stapling the stomach, the device remained closed without stapling. There was a manual release of the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4): firing shuttle; firing trigger spring. The analysis results found that one long60 device was returned in good visual condition and without a reload present. The device was noted to have the firing mechanism damaged. However, the device opened and closed without any difficulties noted. No functional test could be performed. The device was disassembled to verify the condition of the internal components and the firing shuttle spring was found disengaged, not allowing the firing mechanism to properly function. While no conclusion could be reached as to how the firing shuttle spring became loose; it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).